Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an empty cartridge alarm declared sooner than expected. The customer was unsure of the insulin amount that the cartridge had been filled with. Blood glucose level was 170 mg/dl.